Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA this case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2).

Event description:
It was reported the customer received the following results, with two different compact plus meters, within 10 minutes: 40 mg/dl and "over 300 mg/dl" (system 1) and 84 mg/dl (system 2). No adverse event reported. The customer was using different test strip drums for each meter, but the test strip lot number was the same. The lot number was not provided. Return of the suspect device was requested for evaluation.